Event description:
I have gone through multiple dexcom g7 sensors due to extreme bleeding. They are refusing to replace the defective devices. Bleeding has ruined clothing and caused extreme blood sugar issues because of inaccurate and delayed reading. I am receiving no assistance other than to rewatch training videos.